Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting could not be performed at the time of the call because customer could not locate a new battery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.